Manufacturer narrative:
Correction to event date: (B)(6) 2018 previously reported as (B)(6) 2018. The patient was hospitalized three days before the onset of peritonitis, for an unreported indication. On an unreported date, the patient was treated with vancomycin (dose, route and frequency were not reported) for the peritonitis. Three days after the onset, the patient¿s catheter was removed and pd therapy was discontinued. It was reported that the patient wants to continue with hemodialysis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was reported the patient was not hospitalized for the event. On the same day as the onset of event, the patient was treated with gentamicin (40 mg, one exchange, route, duration and frequency not reported). At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.